Event description:
As reported, the patient had an initial right tka on (B)(6) 2021. The patient presented with pain and synovitis and was revised on (B)(6) 2022. The insert was exchanged for a new insert of the same size and the patella was resurfaced. Originally the patella was not resurfaced. The insert had minimal wear. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: catalog: 02-020-14-0330 - truliant cr por fem cr por right (B)(4). Catalog:02-022-51-3009 - truliant tib imp crc insert sz 3, 9mm (B)(4). Catalog:02-022-55-3030 - truliant por tib tray size 3f/3t (B)(4). Catalog:201-78-15 - holding pin mini sharp point 4 pk (B)(4). Catalog:201-78-98 - 2 pk, schanz pin, 4mm x 130mm (B)(4). Catalog:521-78-23 - threaded pin size 2.3 collared 2pk (B)(4). Catalog:521-78-32 - threaded pin size 3.0 collarless 2pk (B)(4). Catalog:a10012 - gps implant kit v2 (B)(4). Correction/removal number: z-0023-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision for pain cannot be conclusively determined, however, it is most likely due to patient related conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.